Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the left heart lead was extrinsically stretched. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned, but the stylet/guidewire was not. The stylet guidewire sample was used to insert in lead. By back loading, it failed at the lead tip nose. By front loading, the stylet guidewire went through the is-4 pin, and could not pass through the lead tip nose. Blood obstruction was observed at the lead tip nose using destructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of a left ventricular (lv) lead, multiple attempts were made to fixate the lead in the coronary sinus, including moving the lead more proximal, however fixation became more difficult and hard to pass a stylet through the lead. The lead was removed and visualized, in which it appeared that the helix had straightened out. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.